Event description:
It was reported the intellivue x3 monitor displays a speaker malfunction inop error message. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort confirmed there was no sound coming from the device. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker was inoperable. The bench repair technician (brt) replaced the speaker assembly and main board to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer based on the information available and the testing conducted, the cause of the reported problem was a defective speaker.